Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the separated portion was snared. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the pulmonary artery. During use, the steelcore guide wire separated. The separated portion was snared. An unspecified wire was used to complete the procedure. No additional information was provided.